Manufacturer narrative:
Continuation of d10: product ID 977a190 (serial: (B)(6); product type: 0200-lead. Product ID 977a190 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Contact 2, and contact 11 were >40000. Contacts 1,3 and 8,10,13, 14, and 15 were >10000 but <(><<)>18000. The explanted device showed these values and current programming avoided these contacts and patient states was getting good relief until device reached eos. The device implanted today showed the same impedance values. The same programming is being used for vanta avoiding contacts with the high impedances. The leads were placed by another provider who placed them in an off label fashion, occipital for migraine pain. Hcp stated he would like to leave the leads as is. If the lead has any future new impedance issues at where programming is then he would likely have the patient sent to remove the leads if that is warranted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that on (B)(6) 2025, hcp was able to successfully explant the remaining portion of the fractured lead. The hospital discarded this item and it will not be sent back for analysis. The hcp replaced that lead with another lead. Issue is resolved.

Manufacturer narrative:
H3: product ID 977a190 was returned for product analysis. Analysis found the electrodes were pulled off/out the distal end of the lead serial number of lead is either (B)(6) or (B)(6) mentioned in earlier reports, however the since the segmented lead was returned with no serial number, it is unknown which of the two leads was damaged per the analysis findings above. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the doctor had patient scheduled for a lead replacement. Targeted lead showed impedances on all electrodes. There was a loss of stimulation noted. When explanting the targeted lead, dr. Noticed that the lead had broken. Doctor was only able to retrieve proximal portion of broken lead. Distal lead left in epidural space. Doctor unable to retrieve at surgery center. Lead revision was aborted, and the patient will be referred out to neurosurgeon. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.